Event description:
Pedicaps didn't turn color when trying to identify if patient still intubated. Third one used on patient did turn color indicating patient was still intubated when endotracheal tube still in exact same position. The risk management coordinator stated that the patient tolerated the procedure well and was stable.

Manufacturer narrative:
(B)(4). First pedicap see 2936999-2013-00566.